Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2021-02500. Patient weight is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted (B)(6) 2021 with complaints of shortness of breath at rest and worsening upon exertion. The patient had heart failure exacerbation. CT showed a low attenuation material along the proximal half of the lvad outflow cannula that was concerning for thrombus. The patient had no alarms or abnormal pump parameters. Ldh remained within normal limits. The patient was given lasix and admitted for further diuresis. The patient tolerated the diuresis and appeared euvolemic on (B)(6) 2021. The patient's weight came down 21 pounds since admission. The patient had continuous IV lasix transitioned to ivp lasix twice per day. The patient continued to tolerated diuresis and transitioned to oral torsemide on (B)(6) 2021. Stents were placed on (B)(6) 2021 and the patient tolerated the procedure. There were no issues with pump function. No additional information was provided.